Event description:
New information revealed that the patient presented in clinic for a follow-up on (B)(6) 2018. The patient was reported to be pressing the button on his implantable cardiac monitor repeatedly. No allegation was made by the patient to the clinic about device separation.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient called technical services claiming the implantable cardiac monitor had broken into three pieces. A chest x-ray and examination was discussed but not performed. No further information is available.